Event description:
During a turp procedure, the high frequency cord arced and because the floor was wet, the doctor received a shock that jerked them backwards. The doctor continued the procedure with a replacement cord and electrode and experienced no further problems. Doctor is doing fine and pt was not affected by the incident.